Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor broke during insertion. This was detected during use in cuff rotator repair surgery on (B)(6) 2024. The procedure was completed successfully as another new ar-1927bcf-45 was used. There was no patient harm and no secondary procedure performed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-1927bcf-45 with serial/batch number (B)(6) was received for investigation. Visual evaluation revealed no damage on the shaft or handle. The anchor or sutures were not received for evaluation. The most likely cause(s) of the reported failure can be user error, such as improper bone preparation, misaligned insertion, or prying/leveraging the device during insertion.